Manufacturer narrative:
An event of chest pain, left side neck and left arm numbness/pain and larger pericardial effusion was reported. It was also reported that the patient had begun to suffer from hypotension and was not responding well to fluid boluses. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information form field indicated that the patient also had a pericardial window performed and fluid was removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Procedural tee and angiography images were received from field. The final implant location met close criteria, but the implant depth was ~6 mm more distal than the measured landing zone. The more constrained lumen at this depth may have contributed to the pv side shifting of the device that occurred with disc exposure. The 54-degree views showed the distal lobe distorting the pr into the lupv lumen, leaving a possibility that a stabilizing wire may have injured the laa along the device perimeter. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide study. (B)(6) it was reported that on (B)(6) 2023, a 22mm amplatzer amulet was selected for an implant. Prior to the implant procedure, it was documented that the patient had a trace effusion of 2mm and had taken their eliquis at 4:30 am for a 7:30 am scheduled amulet procedure. The procedure was device was successfully implanted. On (B)(6) 2023, the patient came into the ER presenting with chest pain and radiating left side neck and left arm numbness/pain. The patient stated that the chest/neck/arm pain is worse with movement and deep breaths. On (B)(6) 2023, the patient was admitted to the ICU after the discovery of a larger pericardial effusion on a transesophageal echocardiogram and chest computed tomography scan. The patient had begun to suffer from hypotension and was not responding well to fluid boluses. The decision was made to give the patient a low dose of levophed. The patient also had a pericardial window performed and fluid was removed. The patient also received placement of chest tubes. Patient status is unknown.